Manufacturer narrative:
(B)(4). A used needled suture segment was returned and microscopically evaluated. It had residual blood and/or tissue remains present, indicating it had been used in surgery. The non-needled end of the suture was cut. No breakages were observed. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and suture was used. During the procedure, the suture broke during knotting. Another like device was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.